Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During procedure it was noted that the left bundle branch pacing lead (lbbap) lead and right-atrial (ra) lead were dislodged and the lbbap lead helix appeared to be retracted. As a resolution the lbbap and the ra lead were repositioned and implanted successfully on (B)(6) 2025. The patient condition was stable.

Event description:
Additional information received confirmed that due to dislodgement the left bundle branch pacing lead (lbbap) lead exhibited high capture threshold and high pacing impedance. Moreover, there were no impedance issues on the right-atrial (ra) lead, only high capture threshold.

Event description:
Additional information received noted that the left bundle branch pacing lead (lbbap) lead and right-atrial (ra) lead dislodgement was confirmed via fluoroscopy imaging. Additionally, due to dislodgement the lbbap and the ra lead exhibited unspecified capture threshold and impedance problems.